Event description:
On 2/26/24 a beta bionics clinical diabetes specialist (cds) reported during a follow-up call with an ilet user's mother it was disclosed that the user was hospitalized from thursday (B)(6) 2024 due to diabetic ketoacidosis (dka). The user was disconnected from the ilet and returned to previous therapy. The mother reported she thinks the issue was a leaking insulin cartridge. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user's mother. The user's mother informed the agent that during the incident the mother removed the cartridge and observed that the housing was wet and smelled like insulin. This discovery coincided with the user experiencing elevated blood glucose levels, leading to dka. The agent verified that the user's mother was familiar with the correct procedure for loading a cartridge. The user continues to administer multiple daily injections but will soon transition back to using the ilet after undergoing additional training.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-02-14 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-02-14. Data for the described event date of 2024-02-22 was not able to be fully reviewed as the currently available logs end on 2024-02-22 at 5:18am. The last infusion set change operation prior to the review date was on 2024-02-21 at 6:15am while two cartridge change operations were logged for this date (6:15am and 3:41pm). Multiple instances of manual bg entries were found in the logs spanning from 2024-02-16 through 2024-02-21. An average of 12 meal announcements were logged per date of use. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows cgm glucose rising starting at 7:45 am 0n 2024-02-21, and remaining high through the end of the logs. Cgm glucose did not go below 268 mg/dl throughout the event. The ilet is seen to be appropriately dosing insulin in response to the cgm glucose. No evidence of device malfunction was found in the currently available engineering logs, which end on 2024-02-22 at 5:18am. Alert 23 (high glucose) was seen being triggered appropriately and continued to trigger in 90-minute intervals after the alert was marked as "acknowledged" and cgm glucose readings remained above 300mg/dl. Motor data shows that the ilet was making delivery requests for insulin in 5-minute intervals throughout the high event and to the end of logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, the case notes, and the device logs, the likely assignable cause of this event is insulin leaking from the cartridge and not being delivered to the user, resulting in dka.